Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported a right side device rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed broken on the anterior side assessed as fold flaw opening. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease fold observed. ¿ non penetrating nicks ( stress marks). ¿ observed 40 mm dark patch edge material inside gel device. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported enlarged and "reactive right axillary lymph node."

Event description:
Device has been explanted and replaced.